Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had an initial right shoulder arthroplasty on an unknown date. Subsequently , the patient was revised. The patient had a custom mid-shaft humeral replacement, which had a loose connection between the proximal compress spindle and adjacent intercalary segment. The surgeon requested a pmi for a device that could connect the proximal end of the hico-compress spindle and allow for a new proximal compress spindle or a comprehensive srs connection.

Manufacturer narrative:
It is indicated that the product will not be returned to zimmer biomet for investigation, as the devices still remain implanted to our knowledge. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. It is unknown which pin migrated from the list of pins in concomitant products. It could be one of the following: cps transverse pin 6pk 20mm catalog # 178524 lot # 116280 manufacture date: jul 17, 2011; sterile expiration date: jul 31, 2021 cps transverse pin 6pk 20mm catalog # 178524 lot # 846440 manufacture date: mar 18, 2004; sterile expiration date: mar 31, 2014 cps transverse pin 6pk 28mm catalog # 178526 lot # 523720 manufacture date: oct 12, 2012; sterile expiration date: oct 31, 2022. Concomitant medical products: custom micro cps anchor plug 9mmx26mm; catalog # cp561815 lot # 580510 custom micro cps spindle 25mm; catalog # cp561980 lot # 664800 custom cps tibial washer set 400lbf; catalog # cp111376 lot 664800 cps transverse pin 6pk 20mm catalog # 178524 lot # 116280 cps transverse pin 6pk 20mm catalog # 178524 lot # 846440 cps transverse pin 6pk 28mm catalog # 178526 lot # 523720 cps nut co-cr-mo alloy catalog # 178512 lot # 217560 cps nut co-cr-mo alloy catalog # 178512 lot # 217560 custom compress 4 bolt concentric clmp catalog # cp110351 lot # 580540. This report is number 1 of 6 mdrs filed for the same event (reference 1825034-2017-00913 / 00914 / 00915 / 07050 / 07051 / 07052).

Event description:
It is reported that the patient has been indicated for a right shoulder custom compress revision procedure approximately four years post-implantation due to disassociation of the proximal taper from the compress component and potential transverse pin migration of one of the screws. There has been no reported revision procedure to date.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. X-rays were provided and reviewed. The x-ray results identified the following: "right shoulder/humerus custom compress implant appearing intact. Although no periprosthetic lucency is seen, two findings noted are the proximal screw appears slightly backed out with respect to the remaining screws and the intramedullary stem portion appears slightly eccentrically positioned proximally. It is uncertain if this has developed over time as a result of loosening or has been stable since prior studies. Comparisons to prior time points would be beneficial." Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.